Manufacturer narrative:
Mindray service reps reseated the bellows and resolved the issue.

Event description:
Customer reported, the a5 anesthesia system would not hold volume. No pt injury was reported.